Event description:
Event description cpi received information that this bipolar endocardial lead (4261) was removed from service because it would not stay in position, not a product performance issue. Cpi lab analysis shows lead abrasion on both sides of the lead.